Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed left eye in surgeon side console (ssc) was black and showed no image in normal mode. Swapped left and right eye display cables but left eye was still black. Swapped left and right eye serial cables but left eye was still black. Replaced left and right eye power cables but left eye was still black. Set cabling back to correct orientation and replaced left monitor per intuitive procedure. Both monitors displaying color bars as expected. Verified connections on ssc backplane. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) monitor was analyzed and installed in a golden system, where the hrsv monitor displayed a solid black screen, replicating the reported issue. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer experienced an issue with the left-eye display was not functioning at the surgeon side console (ssc). Technical support engineer (tse) guided clinical sales representative (csr) and customer through performing a hard power cycle and cleaning and reseating all blue fiber cables; however, the issue persisted. The customer reported event has no report of patient injury.